Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient's irritation was underneath the rear therapy electrodes (tes) consisting of red and weeping skin. The patient consulted his physician who advised to remove the lifevest because of the irritation. Follow-up indicated that the patient was treated with medication and that he was able to wear the lifevest again.